Manufacturer narrative:
H10. H3, h6: part number and lot number were not provided. Product was not available. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. Physical evaluation, investigation, conclusions, complaint history, DHR/batch/lot, labeling and risk management reviews were unattainable without a valid lot number and product code provided. If objective evidence or relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. No further actions required at this time.

Event description:
It was reported that on (B)(6) 2013, the patient had a worsening left shoulder pain radiating down left that started on (B)(6) 2013. A device deficiency was identified, the bioraptor had an intact labrum, but the suture was loose. The patient was treated with a revision surgery where the faulty device was removed and replaced. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.